Manufacturer narrative:
Reason for reoperation: deflation. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported through national breast implant registry (nbir) right side "suspected/actual rupture/deflation, change shape/size/style". The device was explanted.